Manufacturer narrative:
Per good faith effort (gfe) response received 17 march 2026, it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display kept freezing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60 and the unit kept freezing. They need to force the shut down by holding down the power switch. The rse recommended replacing the touchscreen and provided the parts ID. The customer will order the touchscreen and repair the unit. This investigation is ongoing.